Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip and broken battery tube threads noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack on the reservoir compartment. The customer¿s blood glucose was 140 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.